Manufacturer narrative:
Software evaluation completed. Findings are that, as reported, the patient tracker was bumped which changed the tracker-to-patient orientation. Software is functioning as designed; deemed to be a use error.

Event description:
A medtronic representative reported an inaccuracy while in a procedure. A successful registration was done and found to be accurate. Procedure continued and patient was being draped when the patient tracker was bumped unbeknownst to the staff. While checking accuracy, it was noted that they were 1cm inaccurate medially. The surgeon compensated for accuracy to complete case with the use of the stealthstation treon treatment guidance system. There was no negative impact on patient outcome reported.